Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the pump was flattening and not refilling. The device was not able to consistently inflate without the pump collapsing.

Manufacturer narrative:
Investigation results: the complaint component was returned and analyzed, and the reported allegation of a flattened/sticky pump was not confirmed via product analysis. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the pump was flattening and not refilling. The device was not able to consistently inflate without the pump collapsing.